Event description:
Related manufacturer reference number: 2017865-2023-72893 it was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, once an appropriate location was found, the protective sleeve was retracted resulting in the lp moving forward about half a device length. The lp was retracted and repositioned, but the same forward movement was observed at the new location. A third location was found, but high capture threshold with intermittent capture was observed. It was then reported the patient's blood pressure was low and an echocardiogram revealed a pericardial effusion. The perforation and effusion were addressed by a pericardial centesis successfully. The lp was paced in the third location and remained implanted. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.